Event description:
Procedure was scheduled for endometrial ablation using the novasure. Novasure machine and device were in the room no rep was present. The device was opened at the dr's request and was plugged into the machine. Dr attempted the uterine cavity check with the device and it failed. We checked all connections off the sterile field and attempted to do the cavity check again. It failed once again. Dr checked the seal of the device on the sterile field and attempted again a cavity check. Once again it failed. I called tech support for help, they walked us through everything we already tried, again device failed. Tech support said to try another device. Another device was opened, and it failed as well. Called the rep for her help. She talked us through the same steps and the device failed again. Rep then mentioned that the dr should try a different position with the device. Dr tried it and the device worked. The rep said she would come out to check the machine in the morning and take the first handpiece used with her. Total time for the ablation was 90 seconds, but with the device malfunction the procedure lasted 2 hours and 20 minutes.